Event description:
On (B)(6) 2012, the reporter contacted animas alleging the following: the patient had been off pump therapy since (B)(6) 2102, restarted pump therapy. The patient did not prime the pump or reset the date when restarting therapy. He experienced had blood glucose levels of 200 to 400mg/dl yesterday afternoon, then up to 510mg/dl at which time the pump was removed and the patient placed back on shots for insulin. Multiple boluses were given via pump but the initial ones were prior to him priming the tubing. The patient reported receiving an occlusion alarm while using the pump, and then priming. The reporters are not good historians but the patient's father reported, the pump had been on for about 6 hours. The patient's mother stated that the bg was high for only a couple hours, ketones were negative, and that the patient had no symptoms of high bg. The animas representative reviewed the history and there was no history of any prime being performed prior to the boluses. The patient is currently off the pump. The representative strongly encouraged the parents to oversee their son in the use of the pump and to consult with a health care provider or diabetes educator about sites and pump use, and explained to the parents about priming the pump. This complaint is being reported because a patient on insulin pump therapy experienced an episode of hyperglycemia.

Manufacturer narrative:
(B)(4): the device was returned to animas and evaluated by product analysis on (B)(4) 2014 with the following results: no data in black box or pump histories from time of reported issue due to continued use. No defect was found. There are no alarms related to the complaint; loss of prime warnings not observed in the black box, force readings were observed to be normal. Daily insulin delivery totals correctly reflected programmed basal rates. Rewind, load cartridge, and prime steps performed successfully with no alarms. A force sensor calibration test confirmed the sensor is detecting correct force at 5lbs. The pump was exercised for 24 hours with no loss of primes occurring. Pump passed delivery accuracy test and found to be delivering within the required specifications. A loss of prime was induced; pump gave an audible and visual ¿pump not primed¿ alert. Pump opened and no damage found to the force sensor circuit. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. Use error cannot be discounted as a contributing factor to this incident.